Event description:
Customer reported that the insulin pump returned a motor error alarm during priming. Customer also reported receiving a no delivery alarm. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test and verify no delivery alarm due to motor error alarm. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.